Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Subsequently, the pump shut off due to insufficient power. The customer¿s blood glucose level was 457 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.